Event description:
It was reported to tyco/kendall healthcare that a customer had an issue with the yankauer. The customer stated tips breaking off, while performing total joint surgery, they have been able to recover broken pieces, no pt injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.